Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5089236) that a female patient underwent breast surgery with a saline 500cc smooth round moderate plus profile breast implant on the left side and an unspecified saline mentor breast implant on the right side. The patient experienced several unexplained systemic symptoms, including burning sensation in left breast, extreme fatigue, hair loss, inflammation, neck pain, back pain, nerve pain, anxiety, dental problems, ringing in ears, insomnia, night sweats, numbing / tingling in right hand, burning sensation in left arm and leg, constant sore throat, metallic taste in mouth and pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.